Event description:
It was reported that the device had missing startup files. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Field technician stated issue missing startup files was not confirmed. Received on 18-nov-2024 into bd san diego operation¿s lab. Pcu unit was received unboxed and with paperwork. Unit was powered on and off several times, and the unit proceeds with the start-up as normal. Could not duplicate the customer¿s stated problem. Log analysis indicates numerous 800.8000 error codes, which is a known issue of the logic board. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the logic board as precautionary measure. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had missing startup files. There was no patient involvement.